Event description:
We received a report that a tecnis multifocal zmb00u0140 intraocular lens (iol) was explanted and a tecnis zmb00u0155 implanted during the same procedure. The report indicated the surgeon selected the wrong diopter power for the patient. The procedure was successfully completed.

Manufacturer narrative:
Additional information dob: (B)(6) 1941. Sex: male. In follow up it was learned there were no surgical complications during the explant, such as incision enlargement. Patient is doing great. Implanted date: (B)(6) 2015. Manufacturing records were reviewed. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacture has been submitted. Placeholder.